Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress from use, external factors or handling or dilution of the chemical solution used during cds is not as per the instruction manual, or if the product is stored in an inappropriate environment, such as a place exposed to direct sunlight, a place with high temperatures and high humidity, or a place exposed to x-rays, ultraviolet rays or ozone, or if the product is deteriorated due to chemical attack caused by long-term immersion. However, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.